Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system on site and confirmed the reported problem. Review of the system log files showed ¿potential filament shorted to cathode¿ starting from 16:17:16. Troubleshooting actions showed a tube cooling problem. There was no oil to fill up on site and the oil pan was full. The most likely cause is the x-ray tube. The cooling unit was replaced and the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system could not fluoroscopy as there was a problem with the tube cooling. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.